Manufacturer narrative:
It was reported to philips that the user tried to turn off machine numerous times and machine did shut down but then turns back on by itself. Additional information received reported the device was being set up for patient use when the issue was discovered. The patient's therapy was started on another ventilator, no delay of therapy, or patient harm reported. Prior to the service call the customer had already replaced the power switch overlay and the power management printed circuit board assembly (pm pcba) however, the issue was not resolved. The device was then evaluated by the customer with assistance from a philips remote service engineer (rse). The rse continued troubleshooting and it was determined that the user interface assembly needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the user interface assembly to resolve the issue and bring the device back to functionality. Operational testing was conducted and the device passed all required testing. Although requested to be returned, the removed component was not received for evaluation at this time. If part is received and evaluated, an additional report will be submitted.

Manufacturer narrative:
The user interface (ui) board was returned or failure investigation (fi). Visual inspection of the returned device identified no anomalies. The fi testing verified the customer complaint and determined the root cause was contamination on the pcb in the area of fb21.

Manufacturer narrative:
The customer evaluated the device with assistance from a philips remote service engineer (rse), and it was determined that the speaker assembly needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the speaker assembly to resolve the issue and bring the device back to functionality. Operational testing was conducted, and the device passed all required testing.

Manufacturer narrative:
Date of report: 18aug2021. There was no patient involvement.

Event description:
It was reported to philips that the device was turning on by itself. The device was not in clinical use at the time of the event. There was no report of patient or user harm.